Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. The reportable event occurred outside the us.  During a routine check of complaints records it was detected that the event is reportable in the us.  This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. There was no patient injury reported as a result of this incident.